Event description:
It was reported by the patient that the pod's cannula ejected while taking the paper off the adhesive side of the pod indicating a needle mechanism failure. The cannula was visible and the pink slide did move forward.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.